Event description:
On (B)(6) 2012, the reporter contacted animas and stated the keypad buttons were intermittently responsive. The issue reportedly started 2 months ago. The patient denied damage to the keypad or that the pump was exposed to water. The audio bolus button was reportedly intact. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The down arrow and ok keypad buttons were intermittently unresponsive during testing; the up arrow responded appropriately. During investigation, evidence of adhesive contamination was found under all key contacts.